Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearings were detached. The likely cause of failure could not be determined. It was also found that the tube was deformed and laser markings were faded. B3:date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that customer had a general dissatisfaction over the product. No patient complications have been reported as a result of this event. Additional information received as detached bearings found after evaluation.